Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and was able to reproduce the error. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm was analyzed and found to have error 32056. Log review recorded error 32056 pointing to axis 2. The unit was tested in-house where it failed the current test with error 32056 on axis 2. A new flat flex cable (ffc) installed, and the unit passed the same test. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the customer called in to report that error 32056 occurred on the universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reboot the system; however, the error persisted. The customer elected to disable the usm 2. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The issue occurred after the procedure had been in progress for less than 15 minutes.